Manufacturer narrative:
Sensor (B)(6) has been returned and investigated. Visual inspection has been performed on sensor and no issues were observed. The sensor patch was inspected and no issues were observed. Data was successfully extracted from the returned sensor using approved software. Sensor state 6: sensor error state (something went wrong). Historical data log was graphed and a typical glucose pattern is observed. No abnormalities were observed with the sensors data. Therefore, the issue is not confirmed. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. The dhrs (device history review) for the libre sensor and libre sensor kit were reviewed and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified error message was reported with the abbott diabetes care (adc) device and the customer was unable to obtain readings. As a result, the customer experienced symptoms described as "very thirsty, weak, tired, had shortness of breath", and loss of consciousness. The customer had contact with a healthcare professional (hcp) who administered "duplicate" doses of insulin (dose amount/type unspecified) for treatment. There was no report of death or permanent impairment associated with this event.